Manufacturer narrative:
Product ID 3889-33 lot# v172550, implanted: 2009 (B)(6); product type lead product ID 3037 serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a urinary tract infection which was discovered during routine overactive bladder (ob) urinalysis. The etiology of the event was reported as ¿new illness, injury¿. The patient was treated with amoxicillin 500 mg, t.i.d., from (B)(6) 2009 to (B)(6) 2009. The patient outcome was reported, as of (B)(6) 2009, as resolved without sequelae. If additional information is received, a follow up report will be sent.